Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker UK. The technical service report indicates: faults found: the actuator at the jaw assembly was worn and splayed out and therefore binding on the jaw plate damaged light pipe (top of the light pipe failed to pieces). Action taken: replaced the actuator and all jaw pieces replaced light pipe. Tests: qip 10360, function test, auto calibration, electrical safety test: est115077, passed all tests. Probable root cause: damaged light cable, damaged scope, damaged coupler, damaged leds, main board malfunction, loose / misaligned jaw assembly, light engine/ light pipe malfunction or damaged, bent esst contact, inconsistent esst contact, camera head communication, front board malfunction, touch panel malfunction, power supply malfunction, thermal switch malfunction, ac inlet board malfunction, inadequate air flow, sidne port malfunction, poor workmanship, inadequate calibration, use errors, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.